Manufacturer narrative:
Product complaint # (B)(4). Complain conclusion: as reported by the field, during a coil embolization to an aneurysm to the anterior communicating artery, a 7x25 orbit galaxy coil (640cr0725, 30734738) became impeded in the tip of a prowler select plus 150/5cm microcatheter (606-s255x, 30743230) and could not advance or withdraw. The physician retracted the coil and microcatheter, then switched to a new coil (the microcatheter was not replaced) to complete the surgery. There was no patient injury reported. Additional information received indicated that there was no damage to the microcatheter during manipulation of the device or noticed to be damaged upon removal from the patient. There was no damage noted to the coil. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30743230 number, and no non-conformances related to the malfunction were identified. Catheter obstructed in patient with loss of microcatheter cerebral target position is a potential issue associated with the use of this device. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instruction for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00742 and 3008114965-2022-00743. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization to an aneurysm to the anterior communicating artery, a 7x25 orbit galaxy coil (640cr0725, 30734738) became impeded in the tip of a prowler select plus 150/5cm microcatheter (606-s255x, 30743230) and could not advance or withdraw. The physician retracted the coil and microcatheter, then switched to a new coil (the microcatheter was not replaced) to complete the surgery. There was no patient injury reported. Additional information received indicated that there was no damage to the microcatheter during manipulation of the device or noticed to be damaged upon removal from the patient. There was no damage noted to the coil. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained.